Manufacturer narrative:
The formatted history file analysis confirmed the pump error 53 and pump error 4 due to the software error. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay. The pump was received with a missing serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 4 and pump error 53. It was also reported that sensor glucose value was not showing on display screen. Customer's blood glucose was 11.7 mmol/l. Insulin pump would be replaced.